Event description:
It was reported that there was intermittent loss of capture. An apparent lead fracture is possible. Further follow-up did not yield any additional relevant information regarding this event. Lead status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined.